Event description:
Boston scientific received information that during the implant of this pacemaker, the patient went asystolic when automatic capture was programmed on. Prior to programming automatic capture on, the threshold was 2.1v at .5ms. Temporary parameters were programmed to high outputs and capture was confirmed. When temporary parameters were cancelled, the patient went asystolic a second time. Automatic capture was programmed off and capture was observed with fixed parameters. The patient was later seen in clinic and threshold testing was performed. Automatic capture was programmed on and was operating appropriately. The physician elected to turn automatic capture off and program outputs at a fixed parameter. No additional adverse patient effects were reported.

Manufacturer narrative:
Technical services discussed implant testing to complete prior to turning automatic capture on for the first time. Records indicate this device remains in service without further complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.